Event description:
This report is a result of a customer contacting baxter (B)(4). The customer reported that the seam ruptured upon preparation on an accusol bag. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The sample was requested. If the device is returned for evaluation then a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The actual sample was received and evaluated. There was a large tear in the side seal of the solution bag. The cause was determined to be inadequate seal strength. A review of the batch file was found to be acceptable. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter is in process of implementing corrective actions to address this issue.